Manufacturer narrative:
(B) (4).

Event description:
It was felt that the implantable neurostimulator (ins) didn't work; the patient never had therapeutic effect, she experienced a shocking or jolting sensation, and the recharging never worked. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.